Event description:
My dr at the time, recommend essure. I went along with procedure, 2 months after I started to have pelvic pains, migraines, heavy periods. Fast forward to 2018, I had a hysterectomy due to essure.